Event description:
It was reported that the customer was hospitalized for high blood glucose levels and high ketones. The blood glucose reading was 493 mg/dl. The customer's mother stated that the customer had gone to bed with the high blood glucose levels without treating for it or changing the insertion site. He was wearing the insulin pump at the time of hospitalization. Upon admission, he was treated with water and insulin and kept for 6 hours before being discharged. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Please see medwatch report # 3004209178-2015-99576.